Event description:
Explant to due to infection. 25 yo. Female presenting with wound drainage and abdominal swelling. Patient has history of pots, ehlers-danlos, gastroparesis, status post total abdominal colectomy for colonic dysmotility with megacolon, recently under went gastric stimulator placement at cabarrus on (B)(6). Since that time she had falls at home resulting from her pots. After this fall she noticed that one of her abdominal incisions came undone. She was seen in the ed multiple times and discharged. Also was recently evaluated by her surgeon after the wound was sutured closed with prolene at her last ed visit on (B)(6). Today she presents to cmc after 5 days of left-sided abdominal swelling and tenderness as well as yellow drainage from the same incision. Also reports fevers at home to 100 4, chills and overall malaise, has had chronic nausea and vomiting as well as diarrhea following the surgery and her distant total colectomy in the ed her vital signs were stable, labs reassuring, however CT scan obtained which demonstrated a left flank fluid collection in between the external oblique and internal oblique concerning for an abscess. There is also seem to be surrounding fat stranding of the subcutaneous tissues as well as tracking to around the gastric stimulator there does appear to be fluid surrounding the stimulator as well. Device removed on (B)(6) 2024.